Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor failed to fully deliver its contents. This occurred during infusion of 3775 mg of fluorouracil diluted with 0.9% sodium chloride (both drugs non-baxter products). The total fill volume was 96 ml. The reporter stated that the morning after the device was connected to the patient, approximately half of the solution remained within the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 17, 2015 ¿ february 18, 2015. One unit was received for analysis. The unit was returned containing approximately 43 ml of fluid in its bladder. Visual inspection revealed no signs of a blockage or physical abnormality that could have caused the reported no flow problem. A functional flow test was subsequently performed by removing the luer cap from the unit¿s distal luer. After the luer cap was removed, evidence of continuous flow was visually observed at the distal luer. Flow continued without stopping until the fluid in the bladder was completely empty. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.